Event description:
It was reported by the affiliate that (1) msm20 was used during a vascular procedure. It was reported by the affiliate that the clips would not deliver. Another instrument was used to complete the case. No adverse pt outcome.